Event description:
It was reported that pump surface was chipped. No information was available regarding any impact to the customer¿s blood glucose level. Customer declined follow up, so no troubleshooting or corrective actions were completed and no additional information was obtained.